Manufacturer narrative:
The approximate age of the device is 7 years and 3 months. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient had power cable disconnect alarms. The battery clips were exchanged, but the alarms did not resolve. Technical services reviewed the log files and observed that there was a driveline fault alarm. They recommended exchanging the controller, performing 25 power cable disconnects, and submitting new log files to confirm whether the driveline fault was due to a true compromised wire. This was performed but the second set of log files was inconclusive. On 18feb2019, technical services reviewed a third set of log files and confirmed that the driveline fault was due to a true compromised wire. The plan of care has not currently been decided by the patient's healthcare providers.

Event description:
Additional information: it was reported that the patient did not receive a driveline repair and will continue to be monitored via monthly log file review.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: although multiple driveline fault alarms were observed through the analysis of the submitted log files, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted system controller log files captured 83 driveline fault alarms, occurring before and after a controller exchange. All of these driveline fault alarms occurred while the patient was supported by battery power. Based on previous complaint experience, the driveline fault alarms captured in the submitted log files appeared consistent with a potential driveline issue. Also of note, the submitted system controller log files showed the patient was supported by battery power for several consecutive days. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. Additional information received from the vad coordinator stated that as of (B)(6) 2019, the patient had not undergone a driveline repair. Monthly log files were being sent in for analysis. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section outlines indications of driveline damage, as well as how to respond to such events. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including driveline fault alarms, and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvas drivelines have potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.